Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The bag was detached from the device and there was fraying and tearing of the suture where the bag attaches to the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported event can occur when applying excessive force to the bag causing it to detach. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the cover of the device came off. There was no injury to the patient and no intervention was required to prevent any injury.